Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain and urinary problems. The pt had revision surgery (B)(6) 2004. No other information is available.